Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a loss of radio frequency (rf) telemetry. The asymptomatic patient was brought into clinic on (B)(6) 2018 and a firmware download was performed to restore rf telemetry.